Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient had high defibrillation thresholds and there was unsuccessful defibrillation of induced ventricular fibrillation. Based on medical judgment the physician elected to explant and replace the device and right ventricular defibrillation lead. No patient complications have been reported as a result of this event.